Event description:
A malfunction alarm was reported by the customer, who experienced a code labeled malf 0. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, which successfully resolved the issue, and the customer continued to use the pump for insulin therapy.